Manufacturer narrative:
Product complaint #: (B)(4).investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision of summit stem. (B)(6), (B)(6) 2018. Primary implant date: (B)(6) 2016. Original procedure booked was for a revision of loose summit stem. Stem was well fixed. Surgeon reported impingement between shell and head so liner and head removed and replaced. Ts ceramic head and poly liner inserted. Surgeon reports the patient was experiencing some pain prior to procedure, and queried if this was due to the stem being loose. Jnj rep was present at the case. Implants not available for collection but images are uploaded to unity. Female (B)(6).